Manufacturer narrative:
Date of event is estimated. The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21173. It was reported that the patient experienced ineffective stimulation. The patient's l5 drg lead had migrated. In turn, surgical intervention was undertaken on (B)(6) 2020 to explant and replaced the lead. During the procedure, the physician accidentally pulled the l4 lead and replaced the l4 lead as well. The patient's ipg was electively replaced during the same procedure. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The reported event of lead migration cannot be confirmed or not confirmed by lab analysis. The cause of the reported event remains unknown.